Event description:
Related manufacturer report #2017865-2023-93408. It was reported that rapid battery depletion was observed on the pacemaker possibly related to a right ventricular (rv) lead malfunction. The patient had reached the elective replacement indicator (eri). The pacemaker was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was received with normal telemetry and normal output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and longevity assessment found the device was operating above elective replacement indicator (eri) voltage. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.